Event description:
The shock impedance trend shows many decreases below 25 ohms. Currently in office the impedance is 46-51 ohms and the out of range impedance can not be reproduced. Noise on the far-field channel was occasionally present during positional testing. The future disposition of the lead is unk at this time. On (B)(6) 2012 - the rep reports that the lead was left implanted and capped.